Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that when attempting to run a summary report, the device's display blanked out. Complainant indicated that there was no pt involvement in the reported malfunction.